Event description:
It was reported that during an unk procedure, found that the clip fell off during the procedure. Changed the new one to complete surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2026. D4: batch # a97r97. Investigation summary- the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with the tissue stop out of position. The tissue stop was not returned. In addition, the packaging opened was returned along with the instrument. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, and the advancer was confirmed to be bent with two (2) clips found inside the clip track. It is known that a bent advancer condition may lead to tissue stop out of position and dropping or ejecting clips. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review- a manufacturing record evaluation was performed for the finished device batch a97r97 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.